Manufacturer narrative:
Document review performed by manufacturer and received on august 30 2018: batch released on date: 26/jan/2016. N. Of pieces released: 19. Comments: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. Conclusions: there aren't non conformity elements in the document review. Instrument will be analysed by the supplier. Visual inspection performed by r&d product manager on 30 august 2018: one of the two pins that connect the cardan screwdriver to the cup impactor body is not present. This means that the welding has been broken during the usage and the pin leaving its hole. It is not possible to engage the screwdriver with the cup impactor body do block the cup rotation after fixation it is not possible to determine the root cause.

Event description:
The handle of the amis cup impactor was not able to lock. The surgeon used the straight cup impactor for the alternative. After the surgery we performed internal investigation and discovered that the locking part protruded slightly, the pin of the amis cup impactor was disengaged.